Event description:
Pt had neurotrend sensor inserted for brain metabolism tissue monitoring. Device fell out at bedside, apparently due to not being screwed down tightly. Upon examination, device appears to be missing about ?/4" to 5/16" of the end. In addition, about the last 3/32" of probe is missing its insulating sheath. CT of brain shows a small residual piece of metallic density remaining in brain which may possibly be the end of this sensor, although this is not for certain. No attempt will be made to remove this foreign object.